Manufacturer narrative:
Month and year of event have been provided,day is unknown. Expiration date and manufacture date are unknown, no information is available. One used decontaminated tracheostomy device was returned for investigation. The reported issue was confirmed under visual inspection when it was observed that the inflation line was detached from pilot balloon. A lot number was also observed to be printed on the device, which the investigation used to trace the affected assembly line and other lot numbers associated with this line. However the obtained lot number only provides manufacturing line traceability, but does not correspond to a finished goods lot, therefore a review of manufacturing device history records could not be conducted. Although the reported issue was confirmed, a root cause could not be attributed. This issue will continue to be monitored and further actions taken accordingly.

Event description:
It was reported that when the customer was trying to inflate the cuff after inserting the tube into the patient, the pilot balloon got detached from it. No injury was reported. No additional information is available for this complaint was reported.